Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous glucose results when testing one patient on two different accu-chek inform ii meters with serial numbers (B)(4). Fingerstick samples were used for all meter testing. The patient was first tested at 11:40 a.m. On meter serial number (B)(4), resulting with a value of 510 mg/dl. The patient was then tested at 11:45 a.m. On meter serial number (B)(4), resulting with a value of 395 mg/dl. The patient was then tested at 11:49 a.m. On meter serial number (B)(4), resulting with a value of 93 mg/dl. The patient was then tested at 11:52 a.m. On meter serial number (B)(4), resulting with a value of 97 mg/dl. A venous sample was collected from the patient and tested at 11:54 a.m. Using a clinical laboratory method, resulting with a glucose value of 84 mg/dl. The patient was not adversely affected and was not treated. The customer stated that controls were run within 24 hours and passed. The customer ran linearity verification material on both meters within 24 hours and this passed. The customer's product has been requested for return and replacement product has been shipped to the customer. The customer stated that she sent a different vial from the same lot number for investigation.

Manufacturer narrative:
The customer's product was not returned for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy.